Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and initiated pumping. The stm allowed unit to run for approximately 60 minutes. The unit functioned correctly during that time and did not alarm or present any error messages. The stm inspected the logs and revealed a 'no trigger' alarm on may 13th at 13:57. Logs also revealed device was in ECG trigger mode on may 13th prior to the 'no trigger' alarm. The stm suspect that the unit did not have a pressure source connected which prompted the no trigger alarm and the lack of a pressure waveform. Subsequently, the stm performed a full pm, calibration, safety, and functionality checks per the service manual. All checks passed factory specifications. The iabp was released to customer for clinical use.

Event description:
It was reported by customer at (B)(6) that during use on a patient, the end user could not get the heart line up in the cardiosave intra- aortic balloon pump (iabp). There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the end user could not get arterial waveform pressure to display; the heart line up in the cardiosave intra- aortic balloon pump (iabp). The iabp was swapped to continue therapy. There was no harm or injury to the patient and no adverse event was reported.